Event description:
The following info was reported: "balloon did not hold pressure during prep. Second device opened and used with no further issues. User felt there was something wrong with the balloon device was not held for return."

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.